Event description:
The customer reported that she experienced consecutive high bg readings (378-446mg/dl) within the first day of activating the pod, which prompted her to administer a bolus as well as a manual insulin injection. Her bg successfully lowered over the following four hours. When the pod was removed, she observed "noticeable kinking on the cannula"; despite the kink, no alarm had been initiated. The pod will be returned for eval.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: hi (greater then 600 mg/dl) and 120 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(4).